Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Program changes were made and the device remains implanted.